Event description:
It is reported that a customer believes that their insulin pump over delivered insulin. The patient's blood glucose level was 157 mg/dl. The customer stated that they are unsure if the pump over delivered but stated that they wanted a replacement pump regardless. The customer stated that they would like to be placed on the wait list for a replacement pump. No further information was provided

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.